Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1, [date of submission (B)(6) 2011] - device evaluation: the pump was returned and evaluated by product analysis on(B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. The ok and down-arrow buttons were found to be inverted. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the okay and up/down arrow buttons are sticking. The patient reported that the total amount of bolus scrolled up to 20 units when she attempts to program a lesser amount. She stated that the issue began about (B)(6) and was progressively getting worse. The patient notes that she wears the pump on her waist or on a clip, she does not expose the pump to water, and there has been no trauma to the pump. She reported that the keypad was intact and denied any evidence of peeling or tearing.